Event description:
Physician reported implant rupture, silicone leakage and capsular contracture - baker grade unknown. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Postal code: (B)(4). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade unknown and rupture.

Event description:
Physician reported, right side implant rupture, silicone leakage. And capsular contracture baker, grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: the device has no openings. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. Red particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Physician reported implant rupture, silicone leakage and capsular contracture - baker grade unknown. Device has been explanted. This relates to the right side.